Event description:
It was reported that a patient described chronic pain in the groin. CT showed beginning cut-out of lag screw. Patient was revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Additional information: as no item was returned function and dimension could not be checked. The device history was reviewed and did not reveal any deficiencies. Received x-rays confirmed the course of a typical cut-out. No discrepancies found in the risk file and no deviations found requiring a non-conformance report. The event was not caused by a deficiency of the device.

Event description:
It was reported that a patient described chronic pain in the groin. CT showed beginning cut-out of lag screw. Patient was revised.